Event description:
It was reported during an unknown procedure the scalpel could not pass self-test. Changed to another one to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched - evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device not passing pre-run. The device was activated with the generator and an error code 5 was displayed. When a blade is damaged, it may not complete the pre-run testing, will display an error code and will keep reverting back to standby mode. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device will stop activate, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use.